Event description:
Patient reported left side "recall," and through ultrasound and MRI report, "liquid, small amount," and "contour undulations and prominent folds." Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified two devices both appears to be intact; the devices are inside in the peel pouch. Devices not labeled by explant side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.